Manufacturer narrative:
Media evaluated by members of the bsc training team, medical safety, and clinical specialists. Media from the clinical procedure was provided and the media review concluded: likely asymmetrical healing of device. No indication of hole in fabric.

Event description:
It was reported that a leak occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman flx laa closure device was implanted on (B)(6) 2023. At follow-up on (B)(6) 2024, transesophageal echocardiography (tee) showed that the device had a leak in the implant fabric. It was suspected that there was a hole in the fabric. There were no patient complications reported.

Event description:
It was reported that a leak occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman flx laa closure device was implanted on (B)(6) 2023. At follow-up on (B)(6) 2024, transesophageal echocardiography (tee) showed that the device had a leak in the implant fabric. It was suspected that there was a hole in the fabric. There were no patient complications reported.